Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery went dead and had a blank screen. Customer stated that they changed the battery and sensor but sensor was not working. Customer stated that they had a high blood glucose. The insulin pump will be returned for analysis.